Event description:
It was reported that the patient presented during a routine follow-up and premature battery depletion was observed. The battery noted to be depleting faster than expected within the last few months. At subsequent follow-up, the battery longevity and capacity appeared to have returned to acceptable values. The device remains implanted. The patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.